Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Skin reaction was described as itchy, really red skin that was not broken but with blisters and hives. Reaction was located on the arm. Patient's mother reported that their healthcare provider had been made aware of the skin reaction and was advised to use over-the-counter neosporin. The affected area was treated with over-the-counter cortisone cream as well as polysporin. Reaction took approximately 10 days to heal. Patient's mother also reported the use of the following barrier methods: flonase, skintac and tegaderm. Patient has also had skin reaction to their insulin pump. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.